Event description:
During an incident in 2004 involving an unconscious pt on an oil rig with CPR in progress, the unit analyzed and proceeded to charge. But prompted "low battery". The pt had been down 45 mins before the crew arrived and was extremely cyanotic, described as "dark blue". Initial CPR had been ineffective. The crew gave CPR and the pt seemed to pink up a bit. The battery was replaced and the unit analyzed and began to charge, but then went to "low battery" again. CPR was performed en route to the hosp. Upon arrival at the ER, the pt was asystole and after 3 more cycles, the pt was pronounced. The customer stated that the batteries are kept fully charged at all times.